Manufacturer narrative:
Additional: d10 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient developed a pocket infection following a recent battery change a few months back. The system was explanted and a new implanted on the right side. Patient tolerated the procedure well during and post operation. Related manufacturer reference number: 2017865-2020-21932.